Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was found migrated during a routine follow up. The patient underwent surgical intervention to reposition the device. No additional adverse patient effects were reported.